Manufacturer narrative:
Medtronic received the following information from a journal article entitled; lessons learned from open surgical conversion after failed previous evar. Georgiadis gs, argyriou c, antoniou ga, nikolopoulos es, kapoulas kc, schoretsanitis n, tasopoulou km, koutsoumpelis a, georgakarakos e, lazarides mk. Annals of vascular surgery. 2021 feb;71:356-369. Doi: 10.1016/j.avsg.2020.08.122. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient in an endovascular procedure on an unknown date. It was reported that for > 2 years the patient was informed of a huge type endoleak that was identified on follow-up imaging. The patient declined to have a proposed single chimney techniques performed. The patient then presented with a aneurysm rupture and expired intraoperatively. No additional clinical sequelae were provided and the patient is expired.